Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (overheating) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing and was unable to power on. The cause was isolated the defibrillator pca and computer/analog board, where high voltage travelled to low voltage circuitry, damaging multiple components on the pcas including r45, u1004, u1005, u600, and q9. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was overheating.